Event description:
A report was received that the pt was experiencing discomfort at the pocket site when stimulation was turned on. Reprogramming the pt did not solve this issue. The physician felt that the next course of action was to replace the ipg.